Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Analysis showed that the programmer failed the baseline evaluation, detecting an issue with screen. Due to the observed failure on the baseline evaluation the programmer was disassembled to isolate any defective component. During internal analysis it was discovered an issue with the touch controller. When a known good touch controller was swapped in, product defect disappeared. Defective touch controller confirmed. Laboratory analysis did not confirm reported allegation.

Event description:
It was reported that the programmers buttons froze while using the pacing system analyzer (psa). Moreover, the screen was completely unresponsive. Boston scientific technical services (ts) indicated that there have been rare instances where a touch screen had an issue and need replacement, and other times, where its calibration gets messed up and requires a reboot. Furthermore, the field representative emailed back stating that the programmer is unusable and needs replacement. A request for return and replacement was already made. There was no patient involvement noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Analysis showed that the programmer failed the baseline evaluation, detecting an issue with screen. Due to the observed failure on the baseline evaluation the programmer was disassembled to isolate any defective component. During internal analysis it was discovered an issue with the touch controller. When a known good touch controller was swapped in, product defect disappeared. Defective touch controller confirmed. Laboratory analysis did not confirm reported allegation. This report is being filed to include a correction to field h6 evaluation result codes.

Event description:
It was reported that the programmers buttons froze while using the pacing system analyzer (psa). Moreover, the screen was completely unresponsive. Boston scientific technical services (ts) indicated that there have been rare instances where a touch screen had an issue and need replacement, and other times, where its calibration gets messed up and requires a reboot. Furthermore, the field representative emailed back stating that the programmer is unusable and needs replacement. A request for return and replacement was already made. There was no patient involvement noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Analysis showed that the programmer failed the baseline evaluation, detecting an issue with screen. Due to the observed failure on the baseline evaluation the programmer was disassembled to isolate any defective component. During internal analysis it was discovered an issue with the touch controller. When a known good touch controller was swapped in, product defect disappeared. Defective touch controller confirmed. Laboratory analysis did not confirm reported allegation.

Event description:
It was reported that the programmers buttons froze while using the pacing system analyzer (psa). Moreover, the screen was completely unresponsive. Boston scientific technical services (ts) indicated that there have been rare instances where a touch screen had an issue and need replacement, and other times, where its calibration gets messed up and requires a reboot. Furthermore, the field representative emailed back stating that the programmer is unusable and needs replacement. A request for return and replacement was already made. There was no patient involvement noted.